Manufacturer narrative:
The insulin pump was received with no moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump has fluid in reservoir compartment. Customer's blood glucose reading was 285 mg/dl. Nothing further reported.